Event description:
Pt was on prisma therapy and tubing needed to be changed. After the tubing was disconnected from pt, one of the pods -filter pod- began to leak blood onto the floor. Lot number on the prisma tubing/filter was 10e0461g.